Manufacturer narrative:
The provided log file does not capture the period in question. The device was in further use and the relevant data is overwritten by newer entries. The available log file data starts with multiple instances of a "memory area error". This indicates temporary problems with access to memory space during processor operation. Reportedly, the reboot could solve the problem and full device functionality could be resumed. Due to lack of data the reported ventilator failure could neither be confirmed nor denied. In case of a ventilator failure the ventilator initiates an autonomous shutdown while changing mode to man/spont and generating the appropriate "ventilator fail" alarm. Manual ventilation in man/spont-mode and switched off-state remains possible.

Event description:
It was reported that during a case a vent failure occurred. The technician rebooted the unit and they were able to complete the cases without incident. It has functioned normal since the incident. No injury reported.